Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during the 2 week post op that high pacing threshold values, and poor sensing was discovered. An x-ray was performed and a pericardial effusion was discovered. The physician explanted the right atrial (ra) lead and replaced it with a new one. No further adverse patient effects were reported.